Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth or weight for patient 1. Patient identified as patient 2, is a (B)(6) male born in 1958. The customer did not provide patient demographics such as the complete date of birth or weight for patient 2. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse performed a preventative maintenance (pm) in which multiple hardware parts were replaced. Although a specific hardware component cannot be identified, there is sufficient evidence to suggest a system malfunction as one or more of the actions of the fse resolved the issue. Verification testing met published instrument and assay performance specifications. The cause of the erroneous access accutni+3 results is due to a system malfunction; however, no one component can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining non-reproducible elevated troponin (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for two (2) patients. The samples from the patients were reanalyzed using the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower results, within the assay's reference range, were obtained. Refer to the attached patient data summary table for details. The customer stated the non-reproducible access accutni+3 results were not reported from the laboratory. The customer stated there was no change or impact to patient care or treatment in association with the non-reproducible access accutni+3 results. The supplied data indicates access accutni+3 quality control (qc) recovery was within the laboratory's acceptable ranges prior to the event. At the time of customer contact, the customer reported a b-type natriuretic peptide (access bnp) qc result recovered above the customer's expected range. System check data revealed multiple failures of the washed portion specification. The patient samples were collected in 13x100 lithium heparin gel tubes and were centrifuged at 4,000 revolutions per minute (rpms) for ten (10) minutes at room temperature. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.